Event description:
Home patient (hp) reported feeling full, as if hp were overfilled, while using the homechoice cycler for automated peritoneal dialysis therapy. Hp reported encountering alarms during the initial drain, and noted hp had forgotten to open clamp on pt line. Hp states hp opened clamp, however, the homechoice raised a "low drain volume" alarm. Hp relates hp bypassed the initial drain, advancing the homechoice into fill 1. Hp felt full during therapy and performed a manual drain twice, however, hp still felt full at the completion of therapy. Hp called into baxter's operational support for assistance. Hp performed a manual drain and removed 1300ml of fluid before hp felt relieved. Baxter operational support reviewed the therapy log with the hp, which revealed the volume of fluid drained during the initial drain was 0ml. In addition, the therapy was programmed to deliver a "wet day" with a last fill volume of 2000ml and an initial drain alarm setpoint of 1400ml. According to the hp, there was no pt injury or medical intervention.